Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated at approximately 6:00am, his family heard him making noise and found him laying on the floor next to his bed. They stated the cgm was displaying 90mg/dl and when his wife checked his blood glucose, the bg meter was displaying 41 mg/dl. She called the paramedics and when they arrived at 6:30am, they checked the patient¿s bg and the meter was displaying 26 mg/dl. Medical intervention was declined, and the ambulance followed the patient¿s wife as she drove the patient to the hospital. The patient was admitted to the hospital and administered dextrose via intravenous (IV) therapy. The patient was released from the hospital at 1:30am when their blood sugar level was over 100 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.